Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 600 mg/dl at time of incident and current blood glucose level was 280 mg/dl. The customer was treated with bolus. The customer was wearing the pump at the time of hospitalization. The customer does not alleges pump was under delivering. Customer declined to perform the high pressure test. The customer was advised that if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The insulin pump will not be returned for analysis.